Manufacturer narrative:
At this time, the exact cause of the event is unknown and currently under investigation. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4) .

Event description:
It was reported that one of the bumps broke off that holds the arms on the endsnorz appliance. The device was delivered to the patient on (B)(6) 2023 and was first used that night. The patient first experienced the issue on (B)(6) 2024 and stopped using the device that day. The device was cleaned and maintained with a brush and soft soap. The patient is currently wearing a new device.

Manufacturer narrative:
Corrected: g3,h6. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. The device was manufactured at the new west lab. The case order for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Per the reported information, the customer was informed to not returned the product and the device has not been returned to date. Root cause description. Refer to the attached email "fw endsnorz photos" for the root cause. Manufacturer reference: (B)(4).